Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that a granuloma was discovered from MRI. The spinal portion of the catheter was replaced. The existing spinal portion was severered, left in site, and tied off. (B)(6) 2026, e1: document contained no new information.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# serial# (B)(6) implanted: (B)(6) 1996: product type catheter product ID 8731sc lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2021 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 10-jun-1998, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(6), ubd: 11-sep-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.